Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked enclosure and tank cover. Wear and tear damaged front cover and line cord. Device tank filled with water, temperature check attached, line cord was plugged in, and turned on power switch. Customer reported complaint has been confirmed as a result of a crack in the enclosure near the drain fitting. The problem source however, has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that device is leaking at the drain setting on the back of the unit. No adverse effects reported.